Event description:
It was reported that the pump was alarming constant occlusion. There was no patient involvement.

Manufacturer narrative:
E1: facility name (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to constantly alarm occlusion and would not infuse at all. The manufacturer representative adjusted the plunger syringe flanges and replaced the barrel clamp potentiometer wire. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative validated the repair by running all verification tests and the pump passed. The manufacturer representative reset the pump to standard configuration.